Event description:
A complaint was received from a customer that reported a portion of the "hundred unit" was missing from the display. Pt stated that pt received a reading of 67 mg/dl but when pt pressed on the display a result of 267 mg/dl was visible. A request is made to return the system for evaluation and in the meantime, a replacement unit is being provided.